Event description:
It was reported that the right ventricular lead sensing was "poor" at the first location of the lead during an implant attempt. The lead was repositioned multiple times - in both the right ventricular apex and septum - with satisfactory sensing, but it continued to dislodge. The lead has been repositioned and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.